Event description:
It was reported that the patient presented experiencing dizziness. The lead was found to exhibit loss of capture. The lead was explanted and replaced, at which time clavicular crush damage to the insulation was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation damaged at 25 cm from the connector pin.